Event description:
Medtronic received a report that the pipeline was deployed at the straight section of the m2. The pipeline could not be opened at the distal segment after repeated operations. After three attempts, the entire system was withdrawn from the body. There was a kink in the distal section marksman catheter. The pipeline and microcatheter of the same model were replaced and repositioned and the operation ended successfully. The pipeline was not positioned in a bend and more than 50% of the pipeline was deployed when it failed to open. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The marksman was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured right middle cerebral artery (mca) m1 aneurysm with a max diameter of 3.8mm and a 2.1mm neck diameter. The landing zone artery size measurements were 1.8mm distally and 2.77mm proximally. The access vessel was the femoral artery with a diameter of 4mm. It was noted the patient's vessel tortuosity was moderate. The post procedure angiographic result showed the aneurysm was completely embolized and the parent artery remodeled normally.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705953097: ¿ as found condition: the pipeline flex and marksman catheter were returned inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were opened and frayed. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 21.0cm to 30.7cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed as the distal and proximal ends of the braid were opened and frayed. The cause of failure to open could not be determined. Possible cause of failure to open includes damaged braid. Possible cause of damaged braid includes resheathing the braid more than recommended two times. In addition, the returned pipeline flex and catheter were found damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause could not be determined. Possible cause of resistance includes lack of continuous flush with heparinized saline during delivery. Customer reported that vessel tortuosity was moderate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.